Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation .the skin irritation was described as red and itchy. The patient's doctor prescribed a cream (type unknown) to use. There is no alleged device malfunction. The patient's medical outcome is unknown. The patient continues to wear the lifevest.